Event description:
It was reported by the rep that the device was used during a sub-total gastrectomy with a bilroth ii, vagotomy and tube duodenostomy. It was reported one tx60b misfired and a tl455 misfired. The surgeon finished the case with a new linear cutter and linear stapler from stock. There was no consequence to the patient.